Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 499 mg/dl. The customer reported that she was vomiting. The customer stated that she did not think the insulin pump was functioning properly. Blood glucose level at the time of the call was 306 mg/dl. The customer also reported on a second hospitalization due to a blood glucose level of 461 mg/dl. The customer stated that paramedics responded because she could barely stand. The customer reported that the insulin pump was removed while she was admitted and she was treated intravenously. The customer will call back to complete troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.